Event description:
It was reported that the patient had a stimulation trial and that the trial resulted in no pain relief. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).